Event description:
It was reported that the customer connected to the insulin pump prior to receiving training and was subsequently hospitalized for hypoglycemia. Several attempts were made to contact the customer, but the customer could not be reached. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.